Manufacturer narrative:
Patient's age, sex, weight and other relevant history, including preexisting medical conditions were not provided. When the requested information becomes available, supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per (B)(4), during clinical procedure, poor implant stability.